Event description:
The patient was enrolled in the reprise IV study. It was reported that left bundle branch block (lbbb) and first degree av block occurred. The patient presented for a transcatheter aortic valve replacement procedure with a lotus edge valve. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was not performed. A 23mm lotus edge valve was deployed successfully at the native aortic valve. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the dfu. The same day as the index procedure, the patient developed left bundle branch block (lbbb) and first degree av block. A new permanent pacemaker was recommended for the conduction disturbance, and seven days post index procedure, a new permanent pacemaker was implanted. At the time of reporting the event was considered not resolved. It was further reported that baseline echocardiogram (ECG) revealed normal sinus rhythm. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of 300mg of clopidogrel the same day as the index procedure. The lbbb and av block were resolved seven days post index procedure. The patient was discharged 9 days post index procedure on aspirin and clopidogrel.

Event description:
The patient was enrolled in the (B)(6) study. It was reported that left bundle branch block (lbbb) and first degree av block occurred. The patient presented for a transcatheter aortic valve replacement procedure with a lotus edge valve. A lotus introducer was inserted and advanced into position. Balloon aortic valvuloplasty (bav) was not performed. A 23mm lotus edge valve was deployed successfully at the native aortic valve. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus in accordance with the dfu. The same day as the index procedure, the patient developed left bundle branch block (lbbb) and first degree av block. A new permanent pacemaker was recommended for the conduction disturbance, and seven days post index procedure, a new permanent pacemaker was implanted. At the time of reporting the event was considered not resolved.